Event description:
It was reported that the patient¿s caregiver received persistent prompts to connect the cgm or enter blood glucose after a recent sensor change, and a pairing failed alert was observed while using a dexcom g7 continuous glucose monitor (cgm) with the ilet bionic pancreas. The user experienced a loss of cgm data with no adverse clinical symptoms reported. Outcomes included user inconvenience and interruption of automated glucose control with no health impact. User support included guided troubleshooting to review alerts, verify the correct pairing code, toggle cgm type settings, and restart the sensor. Investigation of this case revealed a cgm pairing failure associated with the dexcom g7 that prevented data transmission to the ilet; no separate pump malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-device pairing failure.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.